Manufacturer narrative:
Upon investigation of the actual device used in this incident found that drawer had failed. A field service engineer replaced the plunger with round clip. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.